Manufacturer narrative:
No motor error alarm or no excessive no delivery alarm was noted during testing. The pump was received with normal operating currents, and passed the functional testing. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer stated that the monitor of the pump shows abnormal blank irregularly.